Event description:
Pacemaker/defibrillator fired 2 times noted by wife. It had previously fired 13 days earlier with much stronger and continued/repeating shocks -10+-. Shocks on event date were not sufficient to return heart to normal rhythm. ECG's from cardiac rehab 9 hours earlier showed no abnormal rhythms. Pt was asytolic & not breathing when paramedics arrived. Transported & pronounced @ 9:09. Pacemaker/defibrillator not interrogated at hosp. Pacemaker/defibrillator appears to have been removed at some time between death and cremation but is unaccounted for. Hosp organ recovery team -not heart or any organs in chest area harvested-, funeral home all deny any knowledge of what happened to device. So any data to support or refute the devices as the cause or unable to prevent cause of pt's death is presently unobtainable.